Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign: (B)(6). On (B)(6) 2017, it was reported that the roll part was bent and was not turning well when the load was multiplied. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Zimmer (B)(4) has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in live link. Product review of the meshgraft ii by zimmer (B)(4) on (B)(6) 2017 revealed that the cannot be properly mesh. It was also noted that the cutter, blade, and side plate failed · it was also noted that the roller shaft part was with a scratch. Repair of the meshgraft ii was performed by zimmer (B)(4) on (B)(6) 2017 which included replacement of the cutter, roller and side plate. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer (B)(4) it was noted that the that the roller shaft part was with a scratch. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer (B)(4) it was noted that the roller shaft part was with a scratch. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the roll part was bent and was not turning well when the load was multiplied. The body was inspected the cutter blade deterioration wear and side plate old type (lubricating required type). Roller shaft part was confirmed. The device was returned to zimmer japan for repair. Initial inspection revealed that the device cannot be a proper mesh.